Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump under delivering. The customer's blood glucose was 359 mg/dl, 360 mg/dl. The customer experienced the symptoms related to the high blood glucose such as headache. The customer was treated with the manual injection. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.